Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The top cover of the seal was removed in-house and the septum seal was found torn. The torn piece was returned. A review of the site's complaint history shows no other complaints for this product. No image or video was provided by the site for review. The lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the inner cannula seal broke and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the fields is not available. Field is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 12mm cannula seal's inner seal was pushed out into the trocar and fell inside the patient when the customer was inserting a stapler instrument through the cannula. The fragment was retrieved with a backup instrument. The clinical sales representative (csr) retained the cannula seal and the pieces in case they needed to be sent in. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a pulmonary lobectomy. The csr was present during the case. During the procedure, the operating room (or) staff was inserting the stapler instrument through the 12mm cannula and the inner ring was pushed into the patient. The ring fell into the thoracic cavity, however the surgeon noticed the issue right away. The surgeon retrieved the fragment using a da vinci instrument and passed it to the assistant who took it out through the assist port with a laparoscopic grasper. The surgeon then used a new cannula seal and was able to continue with the case. There was no patient injury, no procedure delay, and no medical intervention was required to address the issue. There were no post-operative tests performed. Patient demographic, relevant testing, and medical history information was requested, however only the patient gender was available. The csr will return both the cannula seal and the fragment that fell.